Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to morphology change / bundle branch block (bbb). Technical services (ts) analyzed available device data, noting the interval plot shows a stable rate of 160 beats per minute (bpm) indicative of a real arrhythmia which was ultimately treated because it was double counted. Post-shock return to normal sinus rhythm supports the assumption of a real arrhythmia. The patient reported walking normally and feeling slight dizziness. Since the arrhythmia is not easily reproducible, changing the sensing vector is not certain to change the outcome, per ts. The physician wants to discuss the case internally to determine whether to treat this kind of arrythmia or not. Programming will be kept as-is for now. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to morphology change / bundle branch block (bbb). Technical services (ts) analyzed available device data, noting the interval plot shows a stable rate of 160 beats per minute (bpm) indicative of a real arrhythmia which was ultimately treated because it was double counted. Post-shock return to normal sinus rhythm supports the assumption of a real arrhythmia. The patient reported walking normally and feeling slight dizziness. Since the arrhythmia is not easily reproducible, changing the sensing vector is not certain to change the outcome, per ts. The physician wants to discuss the case internally to determine whether to treat this kind of arrythmia or not. Programming will be kept as-is for now. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.